Event description:
The reporter stated the surgeon attempted to insert an aq2010v silicone three-piece lens but he surgeon felt the lens may have been damaged inside the cartridge prior to implantation so the surgeon decided not be use the lens. There was no patient contact.